Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, compromised force sensor system alarmed during prime test at 4 lbs and motor error alarmed during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.